Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer called in with the following concern: critical pump error/open book image. Patient also reported a crack at the back of the insulin pump near the battery compartment. P-cap locked in place properly during testing. Device power up properly after battery installation. Device passed functional test including, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Device power up and was tested successfully. Device was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason for complain. The adapt tool reveals that pump error 53 alarm was recorded on (B)(6) 2021 at 20:46:50 (B)(6). The adapt tool also recorded pump error 63 on (B)(6) 2021 at 20:46:01 (B)(6). Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Device also received with cracked case (battery tube), cracked battery tube threads, missing display window cover and scratched case. In conclusion, no critical pump error/open book image alarm noted during testing. A full functional test was able to be completed. However, after cutting device open corroded electronic assemblies were noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring=black on 11/16/2021 customer called in with the following concern: critical pump error/open book image. Patient also reported a crack at the back of the pump near the battery compartment.p-cap locked in place properly during testing. Unit power up properly after battery installation. Pump passed functional test including, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Unit power up and was tested successfully. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that pump error 53 alarm was recorded on (B)(6) 2021 at 20:46:50 file=2005 line=5632. The adapt tool also recorded pump error 63 (variable 15) on (B)(6) 2021 at 20:46:01 file= 2002 line=9926. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, motor assembly and keypad assembly causing electrical short. Unit also received with cracked case(battery tube), cracked battery tube threads, missing display window cover and scratched case.in conclusion, no critical pump error/open book image alarm noted during testing. A full functional test was able to be completed. However, after cutting unit open corroded electronic assemblies were noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to occupation has been updated and provided in e3 section and g2 section also updated of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image. The pump was cracked at the back of the pump near the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.